Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while using other diathermy forceps during c-section consultant surgeon suffered a diathermy first degree burn to his right index finger using a generator. Immediately following the surgeon began to feel unwell and experienced chest pain. The surgeon removed himself from the operating field as he was unable to continue with the patient's surgery. Oxygen administered, observations monitored, and anesthetist sited a cannula on the surgeon. Surgeon moved on to a patient trolley and taken to the recovery area, where monitoring was reattached, and a 12 lead ECG was performed. Cold and water and covered with plaster was done to burn site. Second anesthetist contacted the on-call consultant cardiologist who recommended that medication be given and be transferred to different health care facility for cardiac review via ambulance.